Event description:
A possible breach of the tyvek sterile barrier packaging of a dtw stem.

Manufacturer narrative:
Investigation: two (2) dual taper wedge (dtw) stems were opened at a hospital site and the outer tyvek pouch was found to be possibly breached. The stems were returned to stelkast for evaluation. The evaluation confirmed the appearance of the possible breach in the sterile barrier packaging. The resulting investigation led to the conclusion that the possible breach was caused by the edges of the forged ribs rubbing against the outer pouch material. A package burst test was conducted on the items in question and the test resulted in the packaging exceeding the specified burst pressure. A breach could not been confirmed. Conclusion: because a visual inspection cannot properly identify a breached sterile barrier package, stelkast has taken a conservative approach and will recall all dtw stems from distribution. Also, this is the second incident in regards to a possible breach in the sterile barrier packaging of this device. An engineering change order was implemented after the first incident to enhance the packaging. Remedial action was issued on 10/31/2008 to investigate and remove all dtw hip stems. Once these items have been recovered, they will be reprocessed with the revised packaging.